Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Device evaluation summary: a portion of the catheter was returned for analysis. Analysis found ¿catheter body hole caused by deep abrasion¿.

Event description:
The patient had fluid accumulation in his low back that was aspirated by the physician with recurrence of fluid again. The patient also had less than 50% therapy relief/decreased pain control. A dye study was done and a leak was noted near the spine. There was a break in the distal segment of the catheter. On the date of this report, the catheter was revised. There was a leak noted near the connector point in the patient¿s back. The portion of the catheter where the leak was noted was removed. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine and bupivacaine.